Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they received multiple calibrate now alerts and the calibration is rejected. The blood glucose reading is 36 mg/dl. The low blood glucose reading is due to not eating and was treated with soda. The customer declined to troubleshoot. The customer was to attempt to calibrate when their blood glucose readings were stable and to call us back if further assistance is needed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.